Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. For the events of residual liquid and foreign material at distal end and foreign material at forceps elevator: the legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage of the device was confirmed where the foreign material remained. For the event of foreign material in light guide lens: based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. It is likely light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded light guide lens which led to corrosion. However, the cause could not be definitely confirmed. For the events of residual liquid and foreign material at distal end and foreign material at forceps elevator: the event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection". Instructions for use states the preventative measures in evis exera ii tjf type q180v reprocessing "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". For the event of foreign material in light guide lens: the event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the distal end, forceps elevator, and inside of the light guide lens. There were no reports of patient involvement.